Event description:
A us distributor reported that a patient's monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cover was missing and internal components were damaged. The cause of the non-functional response buttons is the damaged internal components. The root cause of the damaged response button cannot be positively identified. No adverse events occurred from the monitor malfunction.